Event description:
Boston scientific received information that the s-ICD delivered an inappropriate shock post-implant while the patient was getting in to bed in recovery. Noise was recreated with xiphoid manipulation in both primary and alternate vectors. Speculation at this time wa air in the xiphoid incision. Secondary vector was programmed to a gain of x2. X-rays were taken for review. No adverse patient effects were reported. X-ray were reviewed by a boston scientific engineer. The electrode appeared much more left lateral (toward pulse generator) than expected. It was noted the x-rays were taken bedside on the day of the implant procedure and the patient may have been an angle, which somewhat exaggerated the system position toward the left. It was difficult for the engineer to interpret if there was any air around the electrode with this view. Another x-ray was taken one day post-implant which shows the "true" position of this system as more medial, above the sternum. The electrode appeared to be in a relatively typical implant position. The pulse generator was also in typical implant position, maybe slightly anterior. No further evaluation was performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.